Event description:
A healthcare provider from a health center stated a baby's blood glucose was tested using 2 contour meter and the readings were high. The caller could not remember the exact readings, but stated, they were around 396 and 524 mg/dl. The individual that was taking the tests used a third contour meter and a different bottle of strips and received a reading of 85 mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips that gave the high readings had been disposed of, so no product will be returned.